Event description:
It was reported that during implant procedure, the lead exhibited electrical anomalies. Several different positions were attempted but were unsuccessful. The lead was not used and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).